Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating no adverse impact. Technical support planned to replace the pump and informed the caller about the resolution, including sending a replacement pump with updated software and providing training through tandem source. The caller understood the instructions, confirmed the shipping details, and opted against requiring a delivery signature. They were also instructed on putting the pump into storage mode before returning it and acknowledged the steps for receiving the replacement pump.